Event description:
The manufacturer was informed on this event form the device tracking department. Based on the information reported on the patient implant form, a perceval pvs25 was implanted and explanted on (B)(6) 2019. Per additional information received, the perceval explant was attributed to bleeding from the aortic annulus. The surgeon reported that no device malfunctions occurred. During the procedure, after excision of the native valve and annulus debridement, the annulus sized for a perceval large. After implanting the valve (good positioning and no leaks are reported), the patient was weaned from cardiopulmonary bypass without difficulty. A good valvular function was noted at the tee without perivalvular leak. However, bleeding was then noted at the level of the aortic annulus. The valve was removed carefully and an annular disruption was noted at the right coronary sinus adjacent to the right non-commissure. After the annulus repair with pledgeted 4-0 prolene, the pvs25 was re-deployed. The tee demonstrated a perivalvular leak in the right coronary sinus at the location of the pledgeted 4-0 prolene. It was decided to explant the sutureless valve and implant a sutured valve. The patient remained stable throughout the procedure, and a delayed hospital discharge is reported.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6). As they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device is reportedly not available for return, no further investigation is possible at this time. However, as reported, the device performed as intended (no device malfunction occurred). It should be noted that the perceval IFU contains the following warning: "a removed perceval s prosthesis must not be re- implanted because its integrity is no longer assured". As such, the decision to re-implant the same device was performed off label. Based on the available information, the root cause of the reported event of bleeding cannot be definitively stated. However, given that no device malfunctions occurred and since the same valve was attempted to be re-implanted (although off-IFU), there is not enough evidence to reasonably attribute the cause of the bleeding to the device. Since the patient's annulus was reportedly heavily calcified, it is possible that the reported event of bleeding was caused by the procedure.

Event description:
The manufacturer was informed on this event form the device tracking department. Based on the information reported on the patient implant form, a perceval pvs25 was implanted and explanted on (B)(6) 2019. No further information is presently available.